Manufacturer narrative:
A4: weight: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: cath lab lead. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the reported information. The tr band was applied after the procedure and by the time patient was transported to recovery air had leaked out of device. A new band was applied and the patient did fine. No blood loss was reported. No equipment or other devices were used with the tr band. Additional information was received on 21nov2025: the procedure performed was a left heart cath. 12cc of air were injected into the tr band when it was applied. The tr band started to deflate from cath lab to recovery, roughly ten minutes. There was no noticeable damage to the device.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the complete investigation results. This reported event has been reassessed and deemed not reportable based upon the investigation of the actual sample. One tr band was returned for assessment. The sample was subjected to visual analysis. No damage or deformities were noted on the band or balloon assembly. There is 2ml of air left in the band. The sample was subjected to leak testing. Approximately 18ml of air was injected into the band and submerged in a water bath for 30 seconds. Air bubbles were observed from the check valve. The sample failed leak testing. The check valve was deconstructed to check for damage or foreign matter. Upon deconstruction, a piece of foreign matter was found. There is a visible defect on the check valve. One tr band was returned for assessment and the band leaked at the check valve due to foreign matter. The complaint can be confirmed for air flow issues. The cause is manufacturing related. A corrective action was initiated for this issue. Review of the device history record (DHR) showed there were no issues noted during the manufacture of the product that could have contributed to this complaint condition. Currently, no action is recommended since the risk evaluation is within the predetermined limits in the hazard based risk table (hbrt). Therefore, this event is currently deemed a non-reportable event.